Event description:
It was reported that the patient received inappropriate high voltage therapy due to atrial fibrillation with rapid ventricular response. The device was reprogrammed and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.